Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. D3, g1, g2 email address: (B)(6). Corrected data: see h10

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, an under delivery of medical fluid was observed. When the patient used a cassette that was delivered in april in replacement of the defective one, an under delivery of medical fluid was observed. More than 30 ml remained in the cassette while 20 ml or less was supposed to be in it. The part where the medication bag and the tubing were adhered looked narrower than normal. The patient complained of the symptoms such as difficulty in breathing, fatigue, lightheadedness when standing up, and rapid pulse. After seeing a doctor in may, the patient used another cassette and its administration discrepancy was less than (better than) the complaint one. Also, her condition has stabilized.